Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition / migration of essure device location of device: unknown") in a 42-year-old female patient who had essure (ess205) (batch no. 020764-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovarian syndrome and chronic pain. Concurrent conditions included hypertension, pre-diabetic and hyperlipidemia. Concomitant products included atorvastatin, losartan, oral contraceptive nos and oxycodone. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain ("pain") and fatigue ("fatigue"). In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2007, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced groin pain ("groin pain"), arthralgia ("hips pain"), abdominal pain upper ("stomach pain") and back pain ("lower back pain"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, fatigue, groin pain, arthralgia, abdominal pain upper and back pain outcome was unknown. The reporter considered abdominal pain upper, arthralgia, back pain, device dislocation, fatigue, groin pain, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted:-date of implant: -2004, (B)(6) 2007 , (B)(6) 2006. There was noted to be 2 rings present inside the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: a scout image of the pelvis demonstrates the balloon catheter in place prior to contrast instillation with a unusual orientation of the right sided essure implant.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-apr-2019: update of information (batch is invalid) product technical compliant. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition / migration of essure device location of device: unknown") in a (B)(6) year-old female patient who had essure (ess205) (batch no. 020764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovarian syndrome and chronic pain. Concurrent conditions included hypertension, pre-diabetic and hyperlipidemia. Concomitant products included atorvastatin, losartan, oral contraceptive nos and oxycodone. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain ("pain") and fatigue ("fatigue"). In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2007, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced groin pain ("groin pain"), arthralgia ("hips pain"), abdominal pain upper ("stomach pain") and back pain ("lower back pain"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, fatigue, groin pain, arthralgia, abdominal pain upper and back pain outcome was unknown. The reporter considered abdominal pain upper, arthralgia, back pain, device dislocation, fatigue, groin pain, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted:-date of implant: 2004, (B)(6) 2007 , (B)(6) 2006. There was noted to be 2 rings present inside the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: a scout image of the pelvis demonstrates the balloon catheter in place prior to contrast instillation with a unusual orientation of the right sided essure implant. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2019: pfs received. Reporters information updated. Lot no. Added. Event: injury were updated to abnormal bleeding (vaginal), menorrhagia, fatigue, malposition of essure device location of device: unknown, migration of essure device location of device: unknown, pain were added. Concomitant drug, medical history and lab details were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.